Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10332. The pt received the scs system on (B)(6) 2008. It was reported the pt was experiencing too much left-sided stimulation when only right-sided stimulation was needed. X-rays revealed the lead had migrated to the left of midline. In addition, the pt reported dramatic increase in recharge burden. The physician removed and replaced the entire scs system.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.